Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111 advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that the patient was taken to the emergency room (ER) because he was experiencing low blood glucose (no specific values provided) and was not feeling well. His lowest reading at the ER was 110mg/dl. The pdm (personal diabetes manager) would not download information. The doctor checked the pdm to see the patient¿s blood glucose history and the readings were not matching up. The pdm was not providing all the readings. The patient was diagnosed with an upper pulmonary infection. He was treated with IV fluids for dehydration. They also checked his urine, drew blood, and monitored him for 6-7 hours. Because he is a kidney transplant recipient, no medication was delivered. They kept his fluids up. The hospital wanted to admit the patient but he felt well enough to go home, so he was discharged.

Manufacturer narrative:
The data was extracted from the pdm (personal diabetes manager), however it could not be opened. The exact cause of this issue could not be determined. All blood glucose (bg) readings on the occurrence date were able to be viewed from the pdm. The bg meter was also tested. Based on the strip simulator tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test, the pdm was found to recognize the activities and powered on immediately with no issue noted.